Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Customer facility phone number: (B)(4).

Event description:
Information was received indicating that a smiths medical tracheostomy tube had a tear in the y-connector of the product. There was a possibility that this scratch or tear may cause leakage so it was not used. No patient injury. No reported adverse events.